Event description:
It was alleged that the set separated during infusion of clinomel and the patient experienced some hemorrage. There was reportedly no patient consequence however it was reported that some medical intervention was given.